Event description:
New information received indicates that the hv lead impedance was low and out of range as well. The patient received no adverse events from the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed. An insulation abrasion was noted. The lead was capped and replaced during an unrelated scheduled generator replacement on (B)(6) 2016.